Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported a patient was injected with juvéderm voluma® xc. ¿ten days post-injection, patient had swelling under the right eye and some signs of infection (warm and tenderness to touch). Hcp prescribed medrol dose pack and antibiotics. Hcp says that the swelling and infection has now resolved¿.